Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 155mg/dl, 200mg/dl, 128mg/dl, 132mg/dl, 167mg/dl, 137mg/dl, 95mg/dl. Tests were done within < 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes it was documented that, "unfortunately, customer has been testing on their thigh." Customer's applying blood technique incorrect.